Event description:
Coating damage on the ift. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: the insertion flexible tube (ift) has been replaced. Correction information: h6: coding changed, based on the investigation result.